Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant in patient with a 12f amplatzer torqvue 45x45 delivery system. It was reported during the procedure, multiple manipulations were done due to challenging anatomy and a decision was made to completely retract the amulet occluder into the delivery system and to replace both device and delivery system. A replacement 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient was administered heparin during procedure. It was then reported 8 hours later, the patient experienced chest pain due to cardiac tamponade. A decision was made to perform a pericardiocentesis procedure. It was reported the patient status was recovering in the intensive care unit (ICU).

Manufacturer narrative:
An event of angina, pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field indicated that there was multiple manipulations done due to challenging anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant in patient with a 12f amplatzer torqvue 45x45 delivery system. It was reported during the procedure, multiple manipulations were done and a decision was made to completely retract the amulet occluder into the delivery system and to replace both device and delivery system. A replacement 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient was administered heparin during procedure. It was then reported 8 hours later, the patient experienced chest pain due to cardiac tamponade. A decision was made to perform a pericardiocentesis procedure. It was reported the patient status was recovering in the intensive care unit (ICU).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.